Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Customer reports ¿brain atrophy¿ but term unavailable. Preferred term is ¿cerebral atrophy¿. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl resulting in "brain atrophy". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a glucagon injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and "dextrose d5 administered while customer was unconscious, then d10 administered when customer did not respond to d5". Customer was discharged 5 days later with the issue resolved. Date of event is approximate. The customer reverted to an alternate method of insulin therapy.